Manufacturer narrative:
Section a2, a4 and a5: requested but was not provided. Section d6a: if implanted, give date: not applicable, as laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as laser system is not an implantable device. An application support manager was onsite during the procedure, and that the system was performing as intended. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer had a small vertical gas breakthrough inferonasal to the pupil right eye on their last patient of the day. Doctor lifted the flap and completed the lasik procedure without issue. No further information provided.